Event description:
Affiliate reported that the distal catheter was replaced due to the pt's growth. It was also noted that the distal catheter was stuck within the pt's body.

Manufacturer narrative:
Upon completion of the investigation, a follow-up report will be filed.